Event description:
During a remote follow-up, increased capture threshold resulting in loss of capture, oversensing and decreased sensing were observed on the right ventricular (rv) lead. An x-ray image was performed, and rv lead insulation damage was confirmed near the suture sleeve. Reprogramming was performed to resolve this event. The patient was stable and will continue to be monitored.